Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: 7135430. Model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) #: (B)(4). Model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: 7136825. Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-3128-55b. Serial number: (B)(6). Batch/lot number: 5004110. Model/catalog description: 55cm 2x8 lead extension kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient passed away due to parkinson's disease, no further information has been obtained.

Manufacturer narrative:
Correction to the initial MDR in block h11. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45 serial number: (B)(6) batch/lot number: 7135430 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) #: (B)(4). Model number/catalog number: db-2202-45 serial number: (B)(6). Batch/lot number: 7136825 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) #: (B)(4). Model number/catalog number: db-3128-55b serial number: (B)(6) batch/lot number: 5004110 model/catalog description: 55cm 2x8 lead extension kit unique identifier (UDI) #: (B)(4). D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient passed away due to parkinson's disease, no further information has been obtained additional information indicates that, according to the facility, the cause of death is not believed to be related to stimulation; however, it remains unconfirmed.